Event description:
It was reported that the patient presented to the emergency room two days post implant. It was noted that the patient went home post implant and tripped over the patient's dog and fell down. It was also reported that the lead had intermittent capture and was dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.